Event description:
It was reported by an (B)(4) report that an attempt to treat rvad dysfunction/clot with tpa lysis failed. Rvad power went up until the rvad failed. No futher information received.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms is an indication that the pump watts has exceeded the high power alarm threshold. This along with symptoms of hemolysis may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the limited available information, no conclusion can be made regarding the root cause; however, patient comorbidities, coagulopathies, and pharmacological factors are known to potentially contribute to these types of events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Current device location is unknown.